Event description:
It was reported that the patient experienced a shocking sensation following a bumpy ride on a tractor. When the patient got off the tractor, it felt like his leg "wanted to take off from under him" and he had a lot of pain. The patient said it felt like an overstimulation and some of the pulses were much "harder" than others. It was noted that the patient leaves his implantable neurostimulator (ins) on all the time. The patient turned off the ins and took some pain pills, which made the leg feel much better. While speaking with patient services, the patient turned the ins back on and reported the stimulation felt completely normal. The patient also noted that sometimes when he lies on his back, the stimulation feels stronger than when he stands. The patient was going to contact his physician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495lz51, serial# (b(4), implanted: (B)(6) 2002. Product type: extension: product ID 7435, serial# (B)(4). Product type: programmer, patient: product ID 3998, lot# la2996, implanted: (B)(6) 2002. Product type: lead. (B)(4).